Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. Full event site name: (B)(6). Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shutdown intermittently. After attending complaint however, the unit was found getting on, but problem was logged in history. Apart from this, the unit was also showing intermittently autofill failure . It was also observed dried blood particles inside the machine. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shutdown intermittently. It is unknown under which circumstance the event occurred. However, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and experienced an issue with the unit turning on. The fse reviewed the fault logs and confirmed that the problem was logged in the history. In addition, the unit displayed intermittent autofill failures. After further evaluation, the fse observed dried blood particles inside the unit. An estimate was submitted to the customer for replacement of the blood contaminated parts. The purchase order (po) is pending approval for repairs to be completed. Several attempts have been made to obtain the purchase order (po) from the customer in order for getinge to complete the repairs. At the time of this report, the customer has not released the po to authorize repair. It has been concluded that the customer is not interested in repairing the iabp unit at this time. In the event that additional information is provided, a supplemental report will be submitted accordingly.